Event description:
During a revision surgery to address disease progression at the adjacent level, the tulips of two previously implanted pedicle screws were found broken while the tulip of a third pedicle screw broke off the screw shaft during attempted removal. The surgeon was able to remove the screw shaft that was implanted at the l4 level, but was not able to remove either shaft at the l5 level; both of those screw shafts remain in the patient. Fusion was present at the originally instrumented l4-l5 level. The original surgery was performed approximately 7 years ago.